Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment when the dialysate fluid ran out. Partial rinseback was performed, resulting in a estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback in a timely manner following an unrecoverable alarm. The cycler alarmed appropriately to the lack of dialysate. A direct correlation between nxstage system one of the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.